Manufacturer narrative:
The t:slim g4 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was elevated (up to 300s mg/dl) due to the customer miscalculating the carbohydrates consumed for their meal. Reportedly, the customer ate a lot of food and had difficulty estimating the amount of carbohydrates. A correction bolus via the pump was delivered to address elevated bg level. The customer's bg level had lowered to the 200s (mg/dl) at the time of the report.